Manufacturer narrative:
(B)(4). The facility has communicated that the device is not available for evaluation. The device history review could not be conducted since the lot number was not provided. A verification of failure mode reported in the current manufacturing process was conducted as follows: 13 samples were taken from the current production p/n ae05ml auto endo5 ml lot# 73a1900871, samples were functionally inspected, fired and the issue reported "clips not loading properly" was not observed in the current manufacturing process the clips were loaded, closed and released correctly. The customer complaint cannot be confirmed due to the lack of product sample and batch number to perform a proper investigation and determine a root cause. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during laparoscopic cholecystectomy, the first five clips were loaded into the jaws in closed condition. The sixth and after clips were loaded properly and the user kept using the device to complete the procedure. No clips fell in the patient.